Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when the lead was connected during implant it was not possible to obtain measurements. The lead was not used and was replaced. No patient complications have been reported as a result of this event.